Manufacturer narrative:
Concomitant medical products: product ID: imk49jb45 lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that patient was asymptomatic with the twos and reprogramming was completed. The patient is a participant in a clinical study. The lead remains in use. No patient complications have been reported as a result of this event.